Event description:
Boston scientific received information that high pacing impedance measurements were observed on the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d). No noise was detected. It was decided to implant an additional pacing/sensing rv lead when the device was explanted for normal elective replacement indicator (eri) and keep the old lead for defibrillation purposes. All final lead measurements were within range. No additional adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.